Event description:
Philips received a complaint by the customer on the v60 indicating while performing preventative maintenance (pm), it was observed that the device was getting error code 1111 check vent: oxygen device failed message, no measurement of oxygen o2. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. According to the maintenance findings, the device was observed to have no oxygen measurement, and the system displayed o2 error 1111. This indicates a failure within the oxygen sensing or delivery measurement pathway that requires further diagnostic evaluation. Diagnostics must be performed using the following test parts to determine the source of the malfunction using specific test parts. The rse informed customer that the components are required strictly for diagnostic testing and must not be unpacked until the malfunction is fully assessed. The rse provided the customer with additional troubleshooting steps for the repair per philips service manual. This investigation is ongoing.

Manufacturer narrative:
E1: (B)(6).